Event description:
It was reported that the ilet pump screen was cracked and nonresponsive, resulting in loss of pump interaction during the night and subsequent high blood glucose, after which the user transitioned to backup subcutaneous insulin therapy. The device had been synced prior to shutdown and will be returned. Symptoms included hyperglycemia. Outcomes included temporary use of backup therapy and replacement of the device. Investigation included customer interview, device history review, and arrangements for device return and analysis. Investigation of this case revealed physical damage to the display with no reported injury and an inability to use the touchscreen. It was concluded, based on previously established findings for similar reports, that the event was due to device damage to the screen, with no malfunction alleged beyond impact-related breakage.